Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of tissue damage and hemorrhage are listed in the prostyle instructions for use as known adverse events associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Medwatch report with patient (B)(6) received stating: abbott perclose prostyle device did not deploy properly in two instances resulting in a groin cutdown to control bleeding. During the groin cutdown. The broken foot of the first prostyle device was retrieved and puncture of the artery was identified. The second prostyle device remained intact; however, the foot was bent. The patient lost 2.5l of blood and received 5 units of packed red blood cells and one unit of fresh frozen plasma. Subsequent information was received from the account: it was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 14fr sheath hole prior to an interventional procedure. Reportedly after the suture of the first prostyle device was placed, the foot failed to close and the device was unable to be removed. The device was ultimately removed; however, the foot broke. The foot of the second prostyle device was also difficult to close causing difficulty removing the device and the footplate bent. A cut down was performed to remove the broken foot and the artery was noted to be punctured. Surgical repair and surgical suturing of the artery was performed to achieve hemostasis. The patient lost 2.5 liters of blood as a result of the delay that required transfusion. No additional information was provided.

Manufacturer narrative:
(B)(6). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.